Manufacturer narrative:
(B)(4). Additional information received indicates the device involved is not manufactured by advanced sterilization products (asp). Event is not reportable by asp.

Manufacturer narrative:
Brand name - the correct brand name is sterrad chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad&#59395;chemical indicator strip did not change color correctly after a completed sterrad&#59406;nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad&#59395;chemical indicator strips not changing color correctly. Asp will continue to follow up for additional information. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00439 and 2084725-2016-00440.